Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm during the initial drain stage is confirmed because air was present in the patient line, which is a known cause of this type of alarm. The cause for the air in the patient line is undetermined. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a low drain volume with air bubbles in the patient line during the initial drain on a home choice (hc). The caregiver (cg) stated the drain volume (dv) was a negative. The technical service representative (tsr) asked the cg the troubleshooting questions. The cg stated the home patient (hp) stated he did not complete the therapy the previous night. The cg stated the air bubbles were small. The tsr had the cg start the drain. The tsr asked the cg if there were a lot of air bubbles in the patient line and the cg stated there was but the air bubbles looked bigger. The tsr had the cg close the clamps, disconnect the hp and turn the hc off. The tsr had the cg turn the hc on. The tsr asked the cg if she lifted the handle on the door and the cg stated yes. The tsr explained the cg can start over with all new supplies. The tsr recommended the hp contact the registered nurse (rn) about the air in the patient line. The cg stated the hp cannot contact the rn right now. The tsr recommended the hp contact the clinic and see if there was an after hours number or contact the rn as soon as possible. Baxter contacted the caregiver on (B)(6)-2012. The caregiver stated the following: there was nothing noticed that would have caused the air. There was patient involvement. There was no patient injury or medical intervention associated with the event.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.